Event description:
Reportedly, as per sales representative, a 38mm physio ring due to mitral regurgitation. Implant date is unknown. The operative report states that the patient developed heart failure and mitral regurgitation. The ring and the patient's native valve were removed and replaced with an edwards prosthetic valve. After the procedure, the patient was transferred in ICU in satisfactory condition.

Manufacturer narrative:
Device not returned.